Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as all hardware currently remains implanted. The device history records for all devices intended to be implanted were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. It was reported that after an initial bunion surgery on (B)(6) 2020, a broken medial plate was discovered at the 12-month follow-up. No revision has been scheduled as the patient is asymptomatic and has been walking without any issues. The bones are completely healed. The surgeon was unable to determine the cause for the broken plate and since the patient is "doing great", there are no plans to revise. There was no report of any patient impact or injury as a result of this event. Although a number of factors could have contributed to the breakage of the plate, the most likely cause cannot be determined based on the available information. However, it is likely the plate was subjected to excessive bending stresses which lead to its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, a broken medial plate was discovered at the 12-month follow-up. No revision has been scheduled as the patient is asymptomatic and has been walking without any issues. The bones are completely healed. There was no report of any patient impact or injury as a result of this event.